Manufacturer narrative:
The investigation found the calibration and qc data were acceptable ruling out a general issue with the reagent and the analyzer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found dirty tubes in the rinse station and replaced them. The investigation is ongoing.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample with the cobas 6000 c501 module. The initial result was 37 mg/dl. The repeated result tested on an integra was 321.23 mg/dl. The second repeated result tested on a cobas 6000 was 321 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 555271. The expiration date was requested but not provided.